Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during follow-up the therapy advisor showed a message that the pacemaker must be replaced. They checked the pacemaker and it was found to be ok. It was further reported that because of the high output it uses too much energy. The device remains in use. No patient complications have been reported as a result of this event.